Event description:
It was reported that during a colectomy procedure, the device tissue pad came off of the device. It did not fall into the patient. They used another like device to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: did the tissue pad fall into the patient? No. Was the pad left inside the patient? No. Or was the pad retrieved? Na. How was the pad retrieved? Na. If converted to open, was the convert to open a direct result of the detached tissue pad and the need to retrieve the pad? Na.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.